Manufacturer narrative:
Additional model #60-5001-009. Additional catalog #60-5001-009. Additional lot #102674. The implants were surgically removed and returned to us spine. Upon initial investigation, it was noted that the screw threaded easily through the distal locking washer. Typically, the screw should only be able to be turned about 2 threads through the washer and then a screwdriver should be used to advance the screw through the washer. This indicates that the washer locking mechanism either was damaged or did to activate. The locking mechanism works by causing interference between the screw and washer threads. A 0.016" slot is machined at the distal tip of the washer. This tip is then bent (opened) to 12 degrees (+3/-0 degrees). The bending this tab causes the screw/thread interference.

Event description:
During routine 6 week follow up x-ray showed that facet bolt construct had dis-assembled. Patient did not have any symptoms related to the construct dis-assembly.